Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - after an implantation time of about 3 months, oversensing with inappropriate shock delivery was reported. The patient was admitted to the hospital between (B)(6), 2014. In this period, a lead revision took place. The lead was not returned to biotronik. Aside from the shock deliveries, no other deterioration of the patient's state of health was reported.